Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
(B)(4). Alleged failure: after opening the package, a large number of white liquid oily objects are found. The failure(s) identified in the investigation is consistent with the complaint record. Per visual inspection of the unit, the white grease discovered at the blade tip was part of the assembly. A white grease is applied to the inner cutter shaft during assembly and the possibility of the white grease will migrate to the cutting window if the inner cutter was removed from the housing and push back in the housing. The probable root cause/s could inner blade was removed or slightly moved from the housing and push back inside the housing. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside the sterile package.